Event description:
The reported description of this complaint notes that the monitor has a defective loudspeaker. There was a speaker malfunction message displayed on the monitor screen. No pt harm was reported.

Manufacturer narrative:
(B)(4). The speaker malfunction technical inop was resolved by replacing the monitor's main board. The available info does not support that any design or labeling deficiency exists in relation to this report. There have been no previous associated reports regarding this cited monitor noted within the complaint database. Device labeling (instructions for use/IFU) adequately warns users not to rely solely on audible alarming and specifies that effective monitoring includes close personal observation. Consideration of this complaint and similar complaints supports that there are no design, manufacturing, materials, or labeling problems. No further investigation or action is warranted.